Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer acknowledged the instructions and was advised to call back if the malfunction code recurs, and continued using the pump without further issues.